Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown baseplate. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient was revised on a right knee due to loose components. Insert, baseplate and femur were removed and replaced.